Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the lock having both rotational and lateral movement also was hard to lock in addition to having a residue buildup. Upon disassembly repair noted the index knob was cracked. New components were needed to replace worn internal parts. The skull clamp base teeth were worn and the base needed to be replaced. The unit was older than 20yrs old and service and repair no longer carried parts to repair the unit: general maintenance and cleaning were required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a1059 mayfield modified skull clamp found the locking mechanism to have both rotational and lateral movement.